Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported: "hypoechoic nodules with lobulated contours are identified, in the upper outer quadrant of the right breast measuring 1.0 cm most likely related to fibroadenomas. Simple cysts in breast, the largest in the upper outer quadrant of the right breast measuring 0.7 cm. Signs of rupture of the right breast implant with silicone leakage and heterogeneity of the prosthesis content are identified". This record is for the right side. The device remains implanted.